Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 6am. The patient reported on (B)(6) 2015 at 8am they obtained an inaccurate high results of ¿196 mg/dl¿ with the subject meter and ¿5.7 and 6.2 mmol/l¿ with another device (a1c result), performed out with 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with other diabetes medication (metformin). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient increased their food and /or drink intake on (B)(6) 2014 at 7am. The patient claims she developed symptoms of ¿chills, nauseous and extreme thirst¿ before the product issue began. The patient reported visiting the doctor office on (B)(6) 2014 at 8am and was prescribed oral medication for diabetes (tradjenta) by a hcp. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury. In addition, there is no evidence that the lfs device malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.